Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 6949-65 lead implanted: (B)(6) 2007. A 4076-45 lead implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient had pauses in pacing support due to oversensing of noise on the pace/sense right ventricular lead. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). On 2apr2014 was one episode of oversensing.